Manufacturer narrative:
Updated h6 evaluation conclusion code.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence. The physician attempted to troubleshoot the device with no success. An MRI was performed, and the balloon had lost fluid. Surgical intervention has not been performed. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence. The physician attempted to troubleshoot the device with no success. An MRI was performed, and the balloon had lost fluid. Surgical intervention has not been performed. There were no additional patient complications reported.